Manufacturer narrative:
Concomitant medical product: d314drg crt-d, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range pacing impedance. The impedance value exceeded the upper programmed limit; it was noted the rv lead impedance trend has been steady for the past year. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited a suspected fracture. The lead was capped and replaced.